Manufacturer narrative:
Despite efforts, additional information could not be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced an episode of slow sustained ventricular tachycardia (vt) while hospitalized pending a renal and heart transplant. The episode rate varied going in and out of programmed therapy zones with a heart rate between approximately 130-155 bpm. The patient was given CPR and external cardioversion performed after becoming syncopal. An instance of the complex broadening resulting in double counting placed the sensed rate in the ventricular fibrillation zone which triggered a shock to be delivered by the device which slowed the vt rate to approximately 110 bpm. The patient was given amiodarone and the device reprogrammed changing the monitor only zone to provide anti-tachycardia pacing (atp) as it was effective in treating previous instances of vt. It was also noted that the right atrial (ra) lead exhibited high but stable pacing thresholds and complete undersensing/non detection at maximum sensitivity when in sinus rhythm though previous episodes of atrial flutter were sensed appropriately. Instances of undersensing of slow vt were also reported due to atrial pacing and blanking. No additional adverse patient effects were reported. This system remains in service.